Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were prepping for an implantable neurostimulator (ins) replacement. The ins is at 2.63 and the physician is opting to replace since the patient is very close to elective replacement indicator (eri). Contacts 3 and 2 are showing "red" to a void. The manufacturer representative (rep) stated that when the surgeon did the replacement procedure, all impedances came back into normal range with the percept pc in place. There was no need to change out or revise the lead-extension.